Event description:
It was reported that a detached needle occurred. The sensor was inserted into the arm on 12-13-2020.the product was evaluated. An external visual inspection was performed and the reported allegation is not confirmed because cannula and needle is still attached to applicator. The allegation was not confirmed. The probable cause could not be determined. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Event description:
It was reported that a detached needle occurred. The sensor was inserted into the arm on (B)(6) 2020. No product was provided for evaluation. Confirmation of the allegation and a probable cause could not be determined. No injury or medical intervention was reported.